Event description:
It was reported that the tecnis toric intraocular lens (iol) rotated after implant. The rotation was diagnosed at the one day post op visit. Further, it was reported patient had a long eye (just over 27mm), the lens power was an 11.0 (unknown cylinder power), and the axis was 88. The doctor said that the lens seemed stable enough when he finished the procedure and he thought he would be ok but as of today, it was rotated about 60 degrees counter clockwise. Doctor said that this is typical with larger eyes that if the axis is vertical, the lens can rotate, where as if it was horizontal, it would not have (related to anatomy of the bag). The doctor plans to let it go for the near future, do the 2nd eye and use a ctr (capsular tension ring). Doctor stated that a ctr in a situation like this will solve the problem. Further, doctor indicated that if all goes well, in a month or two he will just reposition the first eye. No further information was provided.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. Model#: unknown; catalog #: unknown; serial number: unknown; expiration date: unknown. If explanted, give date: not applicable (na) to date, the intraocular lens remains implanted. Reason for non evaluation: to date, the intraocular lens remains implanted. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.